Event description:
It was reported that during a cryo ablation procedure, temperatures were not as expected. It was noted that the temperatures dropped more quickly than expected. Pressure and flow were as expected when ablation was performed. The balloon catheter was replaced to resolve the issue. The case was completed with cryo. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Product event summary: the data files and 2af283 balloon catheter with lot number 17150 was returned and analyzed. One patient file was received and recorded on the reported date of the event. The patient file showed four applications were performed using catheter number one identified as 2af283 balloon catheter with lot number 17150. The patient file showed ten applications were performed using catheter number two identified as 2af283 balloon catheter with lot number 17150. The patient file didn't show any system notice on the reported date of the event. The console output data (pressure, preset pressure, and flow), using catheter number one identified as 2af283 balloon catheter with lot number 17150, showed pressure was tracking preset pressure and flow readings were as expected. However, the temp profile (temperature had fluctuations and dropped less than -60 degrees celsius) was unexpected during transition and ablation at applications one and three. The failure file was not received. An image and an mp4 video were returned. The returned image showed a balloon catheter identified with lot number 17150. The mp4 video showed a temperature ablation that dropped less than -60 degrees celsius on the console screen. No anomalies were identified during external visual inspection of the balloon, shaft, and handle segments. The catheter smart chip data was downloaded and reviewed. Data indicated the catheter was used for four applications on the reported event date. The catheter was recognized and passed the electrical integrity verifications and performance test. The catheter completed the inflation, ablation, and thawing phases with no console system notices generated. No performance issues were identified. All pressure and flow were in range and temperature curve had no oscillations or overshoots. In conclusion, the reported issue that the temperatures were not as expected was confirmed through data analysis and the issue of the temperature dropping faster than expected was not confirmed through testing. The balloon catheter did not fail the returned product inspection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.